Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. This product is registered as a combination product.

Event description:
Related manufacturer reference number: 2017865-2020-03858. It was reported that the patient presented for in-clinic follow up. An interrogation of the device revealed the right atrial lead exhibited noise resulting in episodes of inappropriate mode switch. Right ventricular lead noise resulting in noise reversion, was also observed. No interventions were made. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Rv: related manufacturer reference number: 2017865-2020-03856 ra: related manufacturer reference number: 2017865-2020-03858 new information received notes that the both the right atrial and ventricular leads were explanted and replaced due to noise, which resulted in over-sensing. The patient was discharged.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found external insulation abrasions in two locations located at 4.9 cm to 5.1 cm and 20.7 cm to 21.3 cm from the connector pin, exposing the outer coil. One consistent with friction to the device can and one consistent with friction to another device or feature of the heart. The reported event was isolated to the exposure of the outer coil in the abrasion zone.